Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the sensor glucose was reading 148 mg/dl when she was finished exercising; she drove home, checked her blood glucose level and it was low at 48 mg/dl. Customer stated she was able to treat and get blood glucose back to normal. The customer mentioned she also had an incident where the sensor woke her up saying glucose was low but her blood glucose wan not low. Troubleshooting for low blood glucose was not performed.